Manufacturer narrative:
Initial report sent: 12/07/2007.

Event description:
Procedure type: low anterior resection. According to the reporter: used a reusable purse string device and the resident assembled the anvil on the instrument. After the firing the anvil would not move off the cartridge, lock-down. The staple line was cut out and another device was used to finish the case. Surgical time was extended one hour.